Manufacturer narrative:
Qn#(B)(4). One sample was reviewed for the investigation at the manufacturing site. The manufacturer reported: "one actual sample was returned with open pouch for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. Both the tracheal clear cuff and bronchial blue cuff passed as they were able to maintain its pressure at 25 mbar. As both clear and blue cuff were able to inflate as per normal and product able to maintain its pressure, it indicated no leakage on product. Based on the investigation, the defect mode on cuff leakage was not confirmed based on inflation test, no abnormality found as product able to be inflated as per normal." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "tracheal cuff did not inflate properly during use on patient. Cuff was tested prior to use without any irregularities." As a result, the patient was extubated and reintubated. "Patient had to be repositioned again (side to back) and intubated onto a functional dlt and bronchoscoped several times to the fault. Furthermore, the operation was significantly delayed. The patient status is reported as "unknown" .

Event description:
It was reported that "tracheal cuff did not inflate properly during use on patient. Cuff was tested prior to use without any irregularities." As a result, the patient was extubated and reintubated. "Patient had to be repositioned again (side to back) and intubated onto a functional dlt and bronchoscoped several times to the fault. Furthermore, the operation was significantly delayed. The patient status is reported as "unknown".

Manufacturer narrative:
(B)(4). In section d provided the full UDI#. Additionally added the brand name of the device. UDI related data quality updates only.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "tracheal cuff did not inflate properly during use on patient. Cuff was tested prior to use without any irregularities." As a result, the patient was extubated and reintubated. "Patient had to be repositioned again (side to back) and intubated onto a functional dlt and bronchoscoped several times to the fault. Furthermore, the operation was significantly delayed. The patient status is reported as "unknown".